Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. It was reported that during the start-up test, the doctor noticed that a large amount of smoke was emitted from the air compressor used on this 840 ventilator. The repair for reported issue was performed by non medtronic personnel. The customer checked and found the air compressor of the ventilator was emitting smoke, and the electronic components on the circuit board inside the air compressor had thermal damage. The customer replaced the compressor.. This event was reported from the adverse reaction event center of shanghai, rather than reported directly to medtronic by the customer. No product was returned for evaluation or made available to medtronic. With the information available the investigation determines a plausibility of smoke, due to reported burnt electronic boards on the compressor. However its unknown when and how the board got damaged. A service history review was performed and the serial number indicates that the unit is more than 2 years old. There has not been any service within the past 2 years by medtronic. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the start-up test, the doctor noticed that a large amount of smoke was emitted from the air compressor used on this 840 ventilator. The ventilator was not in use on a patient at the time of the reported event.